Event description:
On (B)(6) 2013, the patient contacted animas to report that multiple buttons on the keypad of the pump are intermittently unresponsive or delayed in action. It was alleged that the buttons sometimes cause scrolling action. The patient reported that he noticed last night while trying to deliver a bolus and was unable to program the pump to the correct units and then pressed the okay button multiple times to achieve the desired response. Allegedly due to the delay in bolus delivery, the patient stated that blood glucose (bg) was 500mg/dl without symptoms of hyperglycemia. The patient said that bg was corrected via bolus from the pump. This complaint is being reported because the issue of the keypad buttons remained unresolved and the patient allegedly experienced hyperglycemia due to the delayed button response.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive. The up arrow button was found to be hypersensitive and caused scrolling. The contrast button was responsive. During investigation, the keypad was removed and evidence of contamination was found under the up arrow, ok, and contrast key contacts. The up arrow key contact was found to be misaligned. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored. A test screen was inserted and functioned appropriately.